Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was temporarily unable to charge despite using multiple usb cables, wall adapters and power sources. No alerts related to the power source were found in the pump history. The customer's blood glucose (bg) was 249 mg/dl. Upon follow-up, the customer reported that the pump began to charge successfully.